Manufacturer narrative:
His follow-up report is being submitted to relay additional information. The following sections were updated: b4, d1, d4, d9, d10, g3, g6, h2, h4, h11. Corrected: b2, e1. D10. Revitanâ®, proximal part, conical, uncemented, 85, taper 12/14 item# 0100401085 lot# 2956038. Unknown head 28 mm item# unknown lot# unknown. Unknown liner raised pe for 28mm head item# unknown lot# unknown. Unknown conical zweymüller cup item# unknown lot# unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10. Unknown proximal revitan stem 140 x 22mm, neck 85 cylindrical item# unknown lot# unknown. Unknown head 28 mm item# unknown lot# unknown. Unknown liner raised pe for 28mm head item# unknown lot# unknown. Unknown conical zweymüller cup item# unknown lot# unknown.

Event description:
It was reported patient had an initial left total uncemented hip prosthesis implanted followed multiple revisions of which include a revision 9-year post implantation due to periprosthetic femoral fracture, a revision due to dislocation, and third one due to a femoral implant fracture. Following these revisions, underwent an unknown bicondylar surface replacement and orif due to fall resulting in a distal femoral fracture. Subsequently, underwent a fourth revision due to a femoral implant fracture. The cup was retained, and all other components were revised without complication. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The reported product as well as the proximal component and the biolox ceramic head were returned for examination. The proximal component was returned still assembled with the ceramic head. The reported event of implant fracture at the pin connection of the distal component can be confirmed. There are several scratches to be seen on the distal component, likely from the revision surgery. Further revision-related damage was noted on the distal component in the form of a drill hole, which was most likely created to remove the stem from the bone. Bone residue is present along the whole length of the distal component. On the proximal component, possible signs of loosening are visible, intermingled with damage likely incurred during the revision surgery. Due to the overlap of these findings, it is not possible to clearly distinguish between them, and no definitive conclusion can be drawn. The ceramic head exhibits some metal transfer on the articulating surface. The fracture surface of both the distal and proximal component were further examined. Beach lines can be observed on both components, originating from the lateral side to the medial side of the components. These beach lines are indicative of a fatigue fracture. There are also several polished surfaces to be seen on the fracture surface, likely due to contact of the components after the fracture. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per wt-wi 423801 complaint trending process in order to identify potential adverse trends. Radiographs were provided and reviewed by a radiologist. The review of two views of the left hip demonstrates a left total hip arthroplasty with long stem femoral component with multiple cerclage wires. First image demonstrates an intact femoral stem. However, the second image demonstrates a fracture with associated angulation. Of note, there is radiolucency along the femoral neck component at the greater trochanter suggesting possible early loosening which may have led to the fracture. The operative reports of the implantation and the revision have been provided. It should be noted that in both reports, the second page is missing. The operative report for initial surgery describes a general anesthesia and that the cerclage wires were removed with a femoral osteotomy. No further complications reported. The operative report for revision surgery mentions that the removal of the cerclage wires and the prosthesis can be carried out without difficulty. Based on the available information and performed investigation, the reported event can be confirmed. Based on the performed investigation, a fracture of the connection pin of the revitan stem can be confirmed. The characteristics of the fracture surfaces are indicative of a fatigue fracture. The cause may be multifactorial, involving both patient- and procedure-related factors. A possible early loosening was observed on the second x-ray image whether this may have contributed to the fracture remains unknown. Nevertheless, based on the information provided, we are unable to conduct a more detailed analysis of the reported complaint or draw definitive conclusions regarding the root cause of the issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Unknown proximal revitan stem item# unknown lot# unknown. Unknown head item# unknown lot# unknown. Unknown cup item# unknown lot# unknown. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial hip procedure on an unknown date where a stem 22/140 mm with a 55 mm neck part was installed. Subsequently, the stem was found fractured through x-rays, which show the clear kink and lateral displacement of the coupling point of the revitan stem. The plan is to replace the stem through a transfemoral approach and distal partial em, but the date when this will occur is unknown. Due diligence is in process and to date no additional information on the reported event has been provided.